Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 600d digital microscope. Panasonic dmc tz8 digital camera. We made a microscopic investigation of two screws. The tip of the first screw is blunt and the whole screw is bent. The second screw displayed cross recess damage. The tip is also blunt. Batch history review: the manufacturing documents have been checked and found to be according to specification valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: without further knowledge about the circumstances, we assume, that the tip of the screwdriver was worn out. A material defect of manufacturing error can be excluded. The blunt tip of the screw is an indication that the surgeon tried to screw in the screw in a hard bone without using an awl before. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: south africa. It was reported that the cranial reconstruction surgery occurred on (B)(6) 2017. The surgeon attempted to reconstruct loose fragments on the table in order to have one unit to work with on the patient. The screws were difficult to attach due to them slipping off the driving shaft. The repetitive slipping of the shaft off the screws and reattempting made the screws blunt and they lost their self tapping ability. The first screw went in with difficulty. The second screw slipped off its head when pressure was applied, and the screw was lost and the shaft pushed into the opening of the skull. The procedure was delayed sixty minutes due to looking for the missing screw. No screw was found, it was assumed that it was removed by the suction cannula, or pushed out when the introduction shaft slipped off. Components in use listed as concomitant devices are: fm921t / cranioplate 1.5 scr.mag.cross l:4mm; fm916r / cranioplate 1.5 scr.driver blade cross. All med watch submissions related to this report are: 9610612-2017-00170; 9610612-2017-00172.